Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the twinfix ti ultra 6.5 anchor handle broke when the anchor was being inserted. Surgeon pre-drilled with a 2.9mm ao drill. The anchor was stuck, half in half out. The surgeon had to remove the anchor using pliers. Another twinfix handle broke trying to remove it. Overall, this caused a 20 minute delay to the case. There was no patient impact as a result of the reported event. Nothing was left unsupported in the patient. The surgeon used the initial(same) hole for backup device. There were two devices involved with this reported event. A third twinfix ti ultra 6.5 was used to complete the case.

Manufacturer narrative:
Device investigation narrative - device is not being returned for evaluation. The clinical details provided were reviewed, and it was identified that a 2.9mm drill was used to prep the insertion site. Per the device IFU it is recommended that a 3.5mm drill be utilized with the 6.5mm twinfix anchor. The IFU also states ¿caution: excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct¿. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).